Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level due to bent non-tandem cannulas. After delivering corrective boluses and administering insulin injections, the customer's bg dropped (37 mg/dl) as the customer did not know how much insulin had been delivered and ended up taking too much. The customer went to the emergency room and was treated the low bg with intravenous glucose. The customer was to discuss the event with a clinical diabetes educator. As of (B)(6) 2017, the customer had resumed pump therapy and the bg was within the target range.